Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported difficulty speaking and walking was worse compared to prior to implant. The patient's tremor was pretty bad when the implant was turned off. The speaking issue had started sometime after (B)(6) 2013 and difficulty walking had started in (B)(6) 2013. Additional information received from the healthcare provider (hcp) on (B)(6) 2016 reported that the patient has significant dystonia as a symptom and that adjustments were made to resolve the issues. Multiple sessions were done and there were speech issues that occurred which may have worsened during programming. The hcp stated that they would classify this as a candidate selection and implant target issue and not as a product issue. Additional information received from the received from the hcp on (B)(6) reported that they are currently involved with programming the device. It was stated that the patient has continued dystonia problems in their body which were present prior to the implant, per their understanding. The hcp is unsure if it is an implant location placement issue or a target issue, i.e. Gpi vs. Stn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.